Event description:
It was reported that the physician was concerned about this pacemaker device's battery depleting prematurely. The physician requested boston scientific technical services (ts) to analyze the data from this device. Data analysis showed that the battery appeared to be depleting more quickly than expected. Ts recommended device replacement and provided a safe replacement interval. Subsequently, the patient underwent a device replacement procedure. This pacemaker was explanted and was successfully replaced with a new device. No additional adverse patient effects were reported. The device is not expected to return.

Event description:
It was reported that the physician was concerned about this pacemaker device's battery depleting prematurely. The physician requested boston scientific technical services (ts) to analyze the data from this device. Data analysis showed that the battery appeared to be depleting more quickly than expected. Ts recommended device replacement and provided a safe replacement interval. No adverse patient effects were reported. Device remains in service.